Manufacturer narrative:
No back light anomaly noted during testing. Intermittent button response noted during testing due to flattened dome switch on the up arrow button, down arrow button, act button, escape button, and express bolus button. The insulin pump was received with cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive when attempting to bolus. It was also found the backlight was not functional on the insulin pump. Customer's blood glucose was 338 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.